Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight elite; guide cath: heartrail 6f. (B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with heavy tortuosity, moderate calcification and 99% stenosis, a 2.5x15 rx trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. Reportedly, the air evacuation was performed inside of the patient anatomy. The 2.5x15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance. A 2.5x15 non-abbott dilatation catheter and pre-dilatation was successfully performed. A 3.0x23 xience stent was implanted and the procedure was completed successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed. However, a tear in the shaft was observed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Because it was reported that the balloon was prepped inside the patient anatomy, it should be noted that the preparation for use section of the rx trek/mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.